Event description:
It was reported intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections. The customer changed pump supplies each time and resumed insulin therapy.